Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 2 of 2. See 1920664-2016-00284.

Event description:
The b+l rep on site reported a 25 gauge cutters failed during surgery. The cutter functioned and then instead of aspirating, it was blowing air out of the cutter. The cutter was replaced and the procedure was completed.